Manufacturer narrative:
(B)(6). This report is for five unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation as it was reportedly disposed of by the hospital. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 the patient was implanted with a plate and nine (9) screws for a bilateral highly comminuted distal tibia fracture. The patient reported having pain and it was found that the screws failed. A surgery was performed on (B)(6) 2016 to remove the nine (9) screws and tibia plate. The patient had not healed and five (5) out of nine (9) screws were broken. Patient will be getting an ankle fusion that has not yet been scheduled. Concomitant devices reported: tibia plate part 02.118.004 lot 9276933 quantity 1 and unknown screws quantity 4. This report is for five unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include hwc. A part number for one (1) of the original five (5) screws was reported on april 20, 2016. It was further confirmed on may 18, 2016 that this part number only applied to one of the screws. This report is for four (4) unknown 2.7mm variable angle (va) locking screws. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for four (4) unknown 2.7mm variable angle (va) locking screws. This report is 1 of 2 for (B)(4).